Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis with high blood glucose. Customer stated that insulin pump did not deliver any insulin due to bent cannula. Blood glucose level at the time of the incident was 20 mmol/l. Customer stated that there was some changes with her routine and type of food she ate. Customer declined the troubleshooting. It was unknown whether customer was using the auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).